Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and did not turn on for several weeks. There was no reported impact to the customer's blood glucose level. A review of the pump data confirmed that the pump had shut off due to low battery power. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.